Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were at emergency room due to low blood glucose. Customer¿s blood glucose was 28 mg/dl and other was 20 mg/dl. Customer¿s current blood glucose was 145 mg/dl. Customer stated that event began on (B)(6) 2021. Customer did not experienced the symptoms due to high blood glucose. Troubleshooting was done for low blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Based on customer's response they allege insulin pump was over delivering insulin. The insulin pump will not be returned for analysis and reservoir will not be returned for analysis.